Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) explant procedure due to unspecified reasons. No additional information was reported; however, analysis of the returned device identified a mechanical anomaly that could have led to the revision.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) was thoroughly analyzed. The cylinders and pump were visually and microscopically inspected, and functionally tested. One cylinder had a dark spot in the outer tube, in the proximal cylinder body. The pump did not pass the deflation test. Inspection of the remainder of the device, apart from the cylinders and pump, revealed no other damage or irregularities that would affect the functionality of the device.